Event description:
The healthcare provider reported that a left-sided grade 2 capsular contracture and a right-sided grade 3 capsular contracture post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. The healthcare provider also called (B)(6) to report that the date of original surgery was unknown and after examining the devices, they appear to be mcghan saline implants. The information, including the lot numbers, of the affected devices are unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147822.